Event description:
While servicing the device, an authorized bench technician discovered the customer's battery (lot 0725-131p) was defective. There was no reported patient or user involvement and no adverse patient/user impact.